Event description:
The product was ussed during a gallbladder procedure. Reportedly, the clips did not load properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
02/12/1999- supplemental report sent to FDA. The product was returned and evaluated, however, the exact cause of the condition could not be reliably determined.